Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was ranged from 118-180 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 12 issue was verified. Additionally the alleged malfunction 16 issue could not be verified. Remove b5 statement from follow-up report #1, h10¿. Remove b5 statement from follow-up report #1, h10¿.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 12 issue was verified. Additionally the alleged malfunction 16 issue could not be verified.